Event description:
It was reported that during an implant attempt, the guidewire could not be inserted through the left ventricular [lv] lead. A different lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. A foreign material obstruction in the coil lumen was observed. All conductors were distorted and stretched. Lead stretched was noted.